Manufacturer narrative:
Device not returned for evaluation. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a revision surgery 2 months post-op due to hardware pull out which allowed the humeral head to fall into varus. The failed humeral plate was explanted.